Event description:
It was reported by legal that the patient had a left total hip arthroplasty. Subsequently, there is an unknown claim for metal-on-metal m2a left hip implants. No medical records have been provided.

Manufacturer narrative:
(B)(4). D10: 14-103207 aperloc microp fmrl 13.5mm 490380. 157454 m2a-magnum mod hd sz 54mm 147990. Us157860 m2a-magnum pf cup 60odx54id 088090. G2: foreign: canada. Suggested component code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a patient had an initial tha. The initial surgery notes were provided and reviewed and no complications mentioned. No further details or medical records were provided for the unknown claim for the metal-on-metal m2a hip implants. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.